Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated when he changes the battery in the pump, it gives him issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 10/28/13 device evaluation: the pump has been returned and evaluated by product analysis on 10/16/2013 with the following findings: the black box download showed no evidence of a power loss or reboot. The battery compartment and cap were intact with no damage or moisture. The cap was able to fully tighten. The battery cap contacts were within specifications. The pump was exercised for a 24 hour period with no issue. The issue was unable to be duplicated.